Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner's provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis and loosening of the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 5/5/2014¿ pfs and medical records received. Part/lot was provided. After review of the medical records it indicated the patient was also revised for infection, but none of the parts are being reported for infection as the implants have been in for over 6 years. All implants ended up being removed and spacers were placed. The depuy implants were removed on (B)(6) 2013 and spacers were placed. New implants were placed on (B)(6) 2013. Osteolysis and a loose cup were confirmed, another screw is being added to the complaint. The stem is being added to the complaint as it was removed for infection and a small fracture occurred on the calcar during the removal of the stem. There is no new additional information that would affect the existing MDR decision

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaints databases identified other reports against the z88b34 screw and 2195271 femoral head. The femoral head is exempt from device history record review per wi-3430. Review of the screw device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Additional narrative:  UDI: (B)(4).

Event description:
Ppf alleges bone fracture.